Manufacturer narrative:
Exp date is unk as not provided by reporter. (B)(4). This complaint was evaluated on a meeting (B)(4) 2011 with participation of director of research, product manager, quality engineer and clinical research. No product or images were returned, however, evaluation of the report is based on the description from maude report. Cook celect filter is designed for permanent placement, but retrieval can also be conducted. IFU chapter optional retrieval procedure states: "if a filter retrieval is going to be performed..." Indicating that the filter doesn't necessarily has to be retrieved, but could be permanently placed. Removal is considered by physician based on the severity of symptoms and perceived long term adverse outcomes. It is known from the literature, that difficult retrieval can be the result when the filter hook is close to vena cava wall. We are unable to determine what caused the filter hook to embed into the cava wall in this specific case. Relevant individuals are informed and monitoring for similar events will continue. Nothing further is initiated since nothing in the description of the event indicates the presence of the device failure.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, migration, tilt, vena cava perforation, unable to retrieve, fracture'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
This additional information was received on 04/15/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the right internal jugular vein as a prophylactic to dvt/pe before bariatric surgery. Plaintiff allegedly had an attempted retrieval on (B)(6) 2010. During the attempted removal, the retrieval set snare device (not the celect filter) fractured in the snare portion and therefore a bronchial forcep was used to capture the fractured snare. Multiple attempts were not successful to retrieve the filter using the bronchial forcep. In addition, a CT scan from (B)(6) 2013 notes that a distorted filter remains in place. The report describes how two of the filter limbs extend into the right renal vein and there is also a fragment outside of the ivc. Plaintiff is alleging migration, tilt, vena cava perforation, fracture.

Event description:
Maude report states: the patient had a cook celect ivc filter placed upon gastric bypass, (per dr's recommendation to prevent blood clots from surgery). The patient had gastric bypass 2010 and it was recommended that the filter be removed 6 weeks later. When the dr went to remove the filter, the filter had flipped and the hook had embedded itself in the big vein in the heart. The dr tried for 8 hours to remove the filter through the jugular vein then, through the groin and was not successful. The dr suggested that the filter be not removed. The drs are acting like it is no big deal that the device will not do anything. However, through research, the patient has found out that this is not the case and that it is dangerous. Device remains in patient.